Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204(belt/monitor unusable). The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. The u612 on the ca board was also defective. The root cause for the damaged receptacle was excessive force. The root cause for the defective u612 was unable to be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor reported that a monitor does not communicate with belt.